Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The place where the white catheter joins balloon seems to be glued and the doctor had much difficulty in insufflating it. At the end the balloon was implanted.